Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check before use, the cardiosave intra-aortic balloon pump (iabp) led indicator on the front of a li-ion battery is intermittently not working. It will sometimes show zero leds, when the battery is in fact fully charged. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer replaced the defective battery to fix the issue. The iabp passed all functional tests and was returned to the customer for use.